Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID: 3080, (lot: l84605); product type: 0200-lead; implant date: (B)(6) 2000; explant date: (B)(6) 2025, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the lead fractured between electrode 2 and 3 (deepest when seated in the header). Initially when lead was placed in the header, an impedance check showed impedance was out of range for electrode one. Physician wanted to take lead out, wipe it down and place lead back in header to repeat an impedance check. When physician pulled lead out of header, part of the lead broke inside the header. No troubleshooting was performed. The cause was unknown. The lead and ins were replaced and the issue was resolved.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing; however the setscrew was backed out too far. The implantable neurostimulator (ins) passed functional testing. Analysis of the lead (lot#: l84605) identified environmentally assisted degradation of the insulation at the proximal end of the lead. Analysis identified that the 0 connector was pulled off of the proximal end of the lead. Analysis identified that the 0 conductor(s) was broken at the proximal end of the lead. Continuation of d10: product ID 3080 lot# l84605, implanted: (B)(6) 2000, explanted:(B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the lead electrodes broke off inside header at time of battery replacement. The lead fractured between electrode 2 and 3 (deepest when seated in the header). Initially when lead was placed in the header, an impedance check showed impedance was out of range for electrode one. Physician wanted to take lead out, wipe it down and place lead back in header to repeat an impedance check. When physician pulled lead out of header, part of the lead broke inside the header. No troubleshooting was performed. The cause was unknown. The lead and ins were replaced and the issue was resolved.